Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient was leaning on their side to keep her off her back, air went low under her due to weight and high behind her back causing her to roll out of bed over the rail. The patient sustained a scrap to the forehead and a laceration near the right side of the collarbone. Complaint#(B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. The mattress and control unit received at joerns (B)(4) on 10/25/2019 and the investigation is in progress.